Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr approximately 4-5 years ago, where a pfc cr fixed bearing construct was utilized (surgeon, hospital and date of surgery unknown, but this was in (B)(6)) patient initially did well until falling approximately 2 years ago. After the fall, the patient has reported ongoing pain. X rays do not suggest any loosening, but do show arthritic changes to the unresurfaced patella. A decision was made to operate on the knee on (B)(6) 2020 with the view to resurfacing the patella or revising the whole knee. Upon opening the knee, the femur was found to be well fixed, the tibia was quite well fixed but may have had signs of loosening. When taking the knee through a range of motion, the knee appeared to be unstable, with gaps both medially and laterally throughout the rom. A decision was made to revise the knee and implant an attune revision system. There were no reported complications or delays. Additional information received 12/03/2020 does not confirm tibial tray loosening. Dor: (B)(6) 2020, right knee.